Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 09-apr-2024 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the user reported the pyxis machine in the facility was unable to log in, showing the administrative login page and not accepting any credentials. A technical support specialist remotely accessed the device on remote smart service (rss), logged into the admin account, and restarted it using the station configuration. The tss found no issue and confirmed with the customer that the issue had been resolved. The system functioned as intended after the technical support specialist troubleshot the device.

Event description:
It was reported by the customer that a bd pyxis¿ medstation¿ es device had come out with administrative login page. The customer stated there was a delay to the patient's workflow. There were no adverse events or injuries reported based on this event.